Event description:
It was reported that the insulin pump had a blank display, which could not be resolved by a few battery changes. The blood glucose reading was 92 mg/dl. Upon troubleshooting, the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No unexpected blank display anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.